Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device lot number pmz836, and no non-conformances related to the reported complaint condition were identified. Component code: (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please inform the specific number of procedures in which the pull off's occurred? 10+ times over a 3 month period. Could you please confirm the specific quantity of affected devices during each procedure? What was being done when the pull off's occurred (e.g. Removal from package, during passage through tissue, during tying, etc.)? On different occasions, pulling through tissue, doctor tying the suture, loading suture on a needle holder. Names and dates of the procedures? Trabeculectomy and pterygium. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The suture is not available for return. The single complaint was reported with multiple events/procedures. There are no additional details regarding the additional events.

Event description:
It was reported that the patient underwent a trabeculectomy or pterygium surgery on unknown date and the suture was used. It was reported that the suture was popping off the needle possibly during tying the suture, passing the suture through tissue or during loading the suture. There were no patient consequences reported.